Event description:
Per details received on (B)(4): "I used the unit this morning for cryotherapy of a haemangioma on the lip and the probe freezes perfectly fine but the defrost button is faulty and the probe did not defrost. I had to syringe saline onto the probe to allow if to defrost but it remained on the patient's lip far longer than I had wanted it to."

Manufacturer narrative:
Coopersurgical, inc is currently investigating the reported conditon.

Event description:
It was reported by the customer, that they used the unit for cryotherapy of a haemangioma on the patient's lip and the probe freezes perfectly fine but the defrost button is faulty. The probe did not defrost. They had to syringe saline onto the probe to allow if to defrost. Probe remained on the patient's lip far longer than they had wanted. No adverse event was reported. 1216677-2023-00014-1 ll100 with pinned yoke 900019-70 e-complaint (B)(4).

Manufacturer narrative:
Distribution history: the complaint product was manufactured at csi on 31-may-2017 under work order (B)(4) and sold on 24-aug-2022. Manufacturing record review: DHR-225906 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no service history record found for this product. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt: the complaint unit was returned on an RMA. The unit was received on RMA 341152 on 31-jan-2023. Visual evaluation: visual examination of the complaint product revealed no physical damage. Functional evaluation: complaint product was functionally evaluated and found not to function properly. Root cause: the root cause of this issue has been attributed to the pulse piston not shutting down properly. No definitive root cause could be reliably determined at this time for the pulse piston not shutting down. The screws in the valve body were never tightened. This means that the tube could move, crimping the exhaust hose inside the handles just enough to cause further defrost issues. The root cause of the loose screws was assembly error. Correction and/or corrective action. The pulse piston assembly was replaced. The screws in the valve body were tightened. The unit was tested and found acceptable. Was the complaint confirmed? Yes.